Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, the device did not fire. It was noted that the surgeon was able to press the green button and was able to squeeze the handle. The stapler was changed to resolve the issue in order to complete the case. There was no patient injury.